Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. As received, the charger was unable to power on. Upon evaluation, the power supply was defective and had no voltage output. The cause of the inability to stay powered is the defective connector. The root cause of the lack of output voltage could not be positively identified. A PMA supplement was submitted to FDA ((B)(4)) to improve the strength of the connector. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned a charger/modem indicating that the charger/modem would not power on.